Event description:
It was reported that at 1303 hrs., while in the operating room, the intra-aortic balloon (iab) was prepped per instruction and inserted after "cpb weaning problems recab." Md reported there were "some fiberoptix sensor failures in the beginning, but solved later on. Pump alarms - low light, cal key, pressure limit." Patient (pt.) Was sent to intensive care unit "around 1400 hours" and was "acceptable and stable with intra-aortic balloon pump support." Md stated "around 1830 hrs. Pt. Collapsed, hemodynamic within a minute and personnel in intensive care unit had to do CPR." Pt's thorax was open and md saw a "big right swollen heart - cvp raised up from 12 to high levels in a minute." During CPR "blood was found in iab shaft and pump alarmed 'blood in line' and stopped pumping." A clamp was placed on iab tubing to avoid blood from getting into pump. Pt. Expired "around 1900 hours, due to total right heart failure." X-rays were performed - "40cc iab and 7cm too low - repositioned 1400 hours in ICU." Md's opinion is "the patient did not expire due to iab leak; pt. Had a total heart failure." Teleflex holland will check pump. Strips are not available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.